Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On the evening of (B)(6) 2025 at approximately 7:00pm the patient was on a call with someone when the patient administered insulin. At that time, the cgm appeared to indicate stable glucose levels. After the call, the patient ate a meal. Shortly after, the cgm did not indicate a downward trend but the patient began to feel unwell. She was shaking and sweating. The cgm was 67 mg/dl but due to her symptoms, she confirmed with a manual finger stick that her bg was 50 mg/dl. She stated that the cgm did not alert her of this drop in glucose readings. The patient consumed candy to increase her blood sugar but the bg levels did not rise quickly. The patient became concerned so she went to a neighbor's house. At the neighbors house, her bg dropped to 46 mg/dl (on the bg meter). After consuming additional candy, her glucose level spiked reading nearly 300 mg/dl; however, it took a while to increase. She returned home and contacted her physician. A subsequent fingerstick reading was taken and it was 177 mg/dl. The patient was not able to check her cgm during this time. The physician advised the patient that he blood glucose levels may continue to fluctuate and likely rise again. In the middle of the night, the patient's bg rose to 280-290 mg/dl (on the bg meter). She self-treated with more insulin. The patient stated that she had significant fluctuations in glucose readings throughout the night. At the time of the report, the patient was feeling all right and was in stable condition. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled.